Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced no improvement, blurry at a distance and up close. The iol was explanted and exchanged for a non company intraocular lens following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
The lens was returned in a plastic bag with a triangular piece of medical sponge. Viscoelastic was observed on the lens. The optic was cut into pieces. The optic also has a broken area. The broken optic material was not returned. Product history records were reviewed and documentation indicated the product met release criteria. Information was provided that indicated the use of a qualified cartridge and handpiece. A non-qualified viscoelastic was indicated. The root cause cannot be determined for the reported complaint. The explanted lens was returned cut into pieces, typical of damage created to remove the lens from the eye. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company lens was replaced with a non-company monofocal diopter lens. A failure to follow the IFU was noted with the use of a non-qualified viscoelastic. The manufacturer internal reference number is: (B)(4).